Manufacturer narrative:
Initial report of patient infection and surgery was not reported clearly to manufacturer. Hence, delay in this report.

Event description:
Dr. Scheduled surgery due to patient infection. The surgery was scheduled for irrigation and debridement. While trying to knock the head off for access, the entire stem came up still attached to the head. This case had the liner, stem and head removed.